Manufacturer narrative:
Exemption e2013025. Original reporting time frame (B)(6) 2017 through (B)(6) 2017.

Manufacturer narrative:
Exemption e2013025. Original reporting time frame august 1, 2017 through october 31, 2017.

Event description:
N/a.

Manufacturer narrative:
Exemption: e2013025.

Manufacturer narrative:
Exemption: e2013025.

Manufacturer narrative:
Exemption e2013025. Original reporting time frame (B)(6) 2017.

Manufacturer narrative:
Exemption e2013025. Original reporting time frame august 1, 2017 through october 31, 2017.

Manufacturer narrative:
Nov 2017 quarterly exemption e2013025 the total number of events for product classification code otn is 212. Qty 3- align combo kit without dilator qty 48- align r retropubic urethral support system qty 7- align rs retropubic/suprapubic urethral support system qty 5- align rs retropubic/suprapubic urethral support system, w/o dilator qty 32- align s suprapubic urethral support system qty 48- align to trans-obturator urethral support system- halo qty 39- align to trans-obturator urethral support system- hook qty 17- align to trans-obturator urethral support system- hook & halo qty 12- align urethral support system qty 1- unknown bmd women's health mesh product h11:section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Nov 2017 quarterly asr